Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported while helping the change patients PICC line, before we took the dressing off, I noticed one of the prongs from neo PICC securement device was sticking through the dressing. There was no patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a device sticking through the dressing is inconclusive because the failure could not be confirmed in the returned photograph. One photograph of a catheter and dressing was returned for evaluation. An initial visual observation of the photograph showed a catheter inside a patient with a clear dressing over the catheter and guardiva device. A small, white piece of material was observed along the dressing, but it could not be determined whether the white piece was outside the dressing. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.